Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly. Thus was utilized and downloaded trace/history files properly. Device received with cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, cracked case behind the pump at the battery compartment and broken battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Patient hospitalization due to high blood glucose and diabetic ketoacidosis reported on june 25, 2021. Device was returned with a possible insulin pump error 63 reported. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed insulin pump error 63 alarm (variable 3) alarmed during self test and confirmed in the pump history on (B)(6) 2021 at 11:51am. Thus and carelink was utilized and downloaded trace/history files properly. Device received with cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, cracked case behind the pump at the battery compartment and broken battery tube threads. Insulin pump error 63 alarm (variable 3) alarmed during self test and confirmed in the insulin pump history on (B)(6) 2021 at 11:51am due to broken pin 6 trace on u1 keypad assembly. Unable to confirm allegations of high blood glucose and diabetic ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 600 mg/dl. The customer was treated with intravenous drip. Customer also reported hardware low level failures error during self-test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. The insulin pump will be returned for analysis.